Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading at the time of the phone call was 113 mg/dl. The customer stated that prior to the event the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. No excessive no delivery alarms were observed. After testing, it was concluded that the device operated within specifications.